Event description:
It was reported by someone interested in getting vns that their friend¿s daughter had vns implanted, but it had to be removed because the incision was infected. An attempt was made for patient information; however the reporter was not comfortable giving out that information. No additional or relevant information has been received to date.